Manufacturer narrative:
Despite efforts, no additional information had been provided. Available evidence indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device remains in service. The details of the rv lead, including manufacturer and model/serial, were not known. Technical services reviewed the available data and confirmed there were many episodes stored due to noise oversensing. Changing the sensitivity was an acceptable temporary action, but further troubleshooting was needed, as the oversensing of noise resulted in inhibited pacing; however, this patient was not pacemaker dependent. Additional information was requested from the field representative. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the clinic for a follow-up, because noise had been observed on the right ventricular (rv) lead in the remote monitoring system. The noise was reproduced with arm movements. The physician adjusted the sensitivity setting, from 3mv to 4mv; it was noted the r-wave sensing was 8mv. All lead measurements were within normal limits. No adverse patient effects were reported.